Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2015. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the patient was syncopal and that the right ventricular (rv) lead was occasionally undersensing r-waves during arrhythmia. No interventions were taken. The rv lead remains in use. No further patient complications have been reported as a result of this event.